Event description:
The customer reported that the insulin pump alarmed during prime. The blood glucose reading was 243mg/dl. Troubleshooting was performed, and the drive support cap was flush. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
Unable to prime insulin pump during the prime test due to a loose/flush drive support disk. A scratched lcd window and missing end cap sticker noted.